Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient was experienced high blood glucose levels on (B)(6) 2026 and patient was admitted to the hospital on (B)(6) 2026 with vomiting and diabetic ketoacidosis. The patient was treated with intravenous insulin and after spending one day the patient was discharged from the hospital.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: california. Post office or zip code: 91325. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: d2: common device name. G4: PMA /510(k) number. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20/apr/2026 against ¿lot number¿ ¿6012047¿ and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6012047 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 20/apr/2026 against ¿lot number¿ criteria equal ¿6012047¿ and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR)review: the lot 6012047 was manufactured according to work instruction (wi) version 47 and manufactured in the machine multivac m10 and m14, on 14/mar/2025 with a total of (B)(4) units. Cannula sub assembly: the sub assembly of the lot 5b02785 was manufactured according to the wi version 17 and manufactured in the line lc04, on 06/mar/2025, with a total of (B)(4) units. Gluing of tubing sub assembly: the sub-assembly, gluing of tubing of the lot 5c02352 was manufactured according to the wi version 17 and manufactured in the line lc01, on 13/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b01543 was manufactured according to the wi version 16 and manufactured in the line lc01, on 25/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b05226 was manufactured according to the wi version 17 and manufactured in the line lc01, on 04/mar/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as ¿misuse, user related issues, or no malfunction alleged.¿ therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012047 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as ¿misuse, user-related issues, or no malfunction alleged.¿ therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.